Event description:
It was reported that the patient thought their spinal cord stimulator (scs) implantable neurostimulator (ins) was dead. The patient stopped feeling that it was working in (B)(6) 2015. The patient did not have a managing healthcare provider (hcp) for the scs device. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still needed to make arrangements to have her spinal cord stimulation (scs) device checked as she believed the battery was depleted. Follow-up determined that the patient did not have concerns with their device/therapy. An appointment date of (B)(6) 2015 was noted. It was also mentioned that the patient still was having concerns regarding their device/therapy but was working with their doctor or manufacturer representative. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. Product ID: 3487a, lot# l54135, implanted: (B)(6) 1998, product type: lead. Product ID: 3487a, lot# l50294, implanted: (B)(6) 1998, product type: lead. Product ID: 7498, serial# (B)(4), implanted: (B)(6) 1998, product type: ext. (B)(4).